Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was continuously inaccurate. Reportedly, the customer filled the cartridge with 120 units of insulin and the following day, the cartridge ran out of insulin. As the pump was unavailable during the time of the call, it was unknown how much insulin was delivered during this time. Customer's blood glucose (bg) level ranged from 310-545 (mg/dl), with small ketones. The customer delivered a correction bolus and administered manual injections to address bg level. The contact was able to load a new cartridge successfully and resume insulin therapy. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.